Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: cosmetic/elective breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired a cosmetic revision of her breasts. As a result, the patient underwent bilateral removal and replacement with mentor gel implants on (B)(6) 2025. However, during the surgery, the patient was found to have a ruptured right breast implant and the right breast capsule was evaluated as baker grade iii capsular contracture with calcifications.

Manufacturer narrative:
On june 28, 2025, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).